Event description:
The customer reported that the device failed to power up. The repair bench found that the startup screen cycles.

Manufacturer narrative:
(B)(4): the customer reported that the device failed to power up. The repair bench found that the startup screen cycles. There was no reported patient involvement. A philips bench technician evaluated the device and confirmed the failure. The problem was traced to a faulty processor pca. The processor pca was replaced to resolve the failure. The device passed all performance assurance tests and was placed back into the loaner pool. This was a malfunction of the processor pca that caused hang and failure to power up.